Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at first inflation at 6atm for 3 seconds. The device was removed without issue using normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at first inflation at 6atm for 3 seconds. The device was removed without issue using normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Blood was present in the balloon which indicative of a leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon, when a balloon pinhole leak was noted located at 7 mm proximal to the distal marker band. As per wolverine pi eifu (japan) the rated burst pressure for this device is 12 atm. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified multiple hypotube kinks. This concludes the product analysis.